Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that there was a broken internal cable marked as scu2. The cable was replaced and the system regained functionality.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there's an intermittent "localizer not connected" message. No patient present.

Manufacturer narrative:
The internal break-out-box cable was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.